Event description:
On (B)(6) 2020 pt reported his device did not deliver the full dose of medication. It appeared to be "stuck" and when he removed the needle from his leg, the medication leaked out of the syringe. This has been having more often over the last few weeks.